Event description:
It was reported that an infusor had leaked into the housing, during compounding. There was no patient involvement and no adverse event associated with the reported condition. No additional relevant information is available at this time. This is report 14 of 24 for this event.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.